Event description:
It was reported that the log files that were sent in for review showed that the patient was placed on a new controller on (B)(6) 2025. This indicates that the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - additional device information updated. H10 - related report numbers updated 2916596-2025-05967. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated due to the reported event of the controller being exchanged in response to a low flow alarm. The exchanged system controller (serial number (B)(6) was not returned for analysis, and no log files from this controller were provided; however, provided log files from the patient¿s backup controller captured that controller being put into use on (B)(6) 2025 (these log files will be addressed via the pump¿s investigation), indicating that a controller exchange occurred. Available information for this event indicates that the patient exchanged their primary controller in response to a low flow alarm and did not notify the customer until after the exchange had been completed. Available information for this event indicates that the root cause of the reported event was user error in exchanging the controller in a manner that is not recommended or appropriate per available labeling and guidelines. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to call their hospital contact for instructions in the event of a low flow hazard alarm. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (doc. # (B)(4), section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low flow alarms. Users are instructed to call their hospital contact for further instructions in response to low flow alarms. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.